Event description:
A malfunction was reported by the customer, but it did not cause their blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully performed the reset. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arise again.